Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with naked eye and magnification and found a cracked mainbody. Clear passage test and clamp function test were performed with no issues noted. Leak testing was performed and identified a leak. The reported condition was verified. The assignable cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the mainbody of a minicap transfer set was cracked. The device was used. There was no patient injury or medical intervention associated with this event. No additional information is available.